Event description:
On 6/18/96, the hcg rapid pregnancy test gave a negative result on a pt serum sample. The pt was placed on oral contraceptives when the negative result was reported. An ultrasound was done a few days prior to 8/28/96, specific date unknown, which indicated the pt was 12-14 weeks pregnant with twins. It was determined that the pt was approx 1 month pregnant at the time of the initial testing per ultrasound. The pt is known to have irregular menses and the date of last menses is unknown. The serum sample from 6/18/96 is not available for return. No report of injury.

Manufacturer narrative:
Evaluation complete, final report.